Manufacturer narrative:
(B)(4). The results of this investigation concluded all three cusps were fibrotically thickened and contained outflow thrombus. Cusp 3 contained focal inflow thrombus and focal calcifications within the outflow thrombus. Special stains were negative for organisms and no acute inflammation was present. A review of the device history record showed the device met specifications prior to leaving sjm manufacturing facilities. There was no evidence found to suggest the cause of the fibrin, thrombus, and calcifications were due to an intrinsic defect in the valve, as supported by the analysis performed. The cause of the reported event remains unknown.

Event description:
On (B)(6) 2011, the 29 mm sjm epic valve was implanted. On (B)(6) 2015, the valve was explanted due to stenosis. The patient was reported to be stable postoperatively.

Manufacturer narrative:
Gtin number: unknown since the serial number has not been provided.

Event description:
The 23 mm sjm epic valve was implanted approximately 4 years ago. On (B)(6) 2015, the valve was explanted due to failure (type unknown).